Event description:
It was reported that during a biliary stenting procedure, the stent moved on the balloon. The target lesion was a stricture in the common bile duct. An amplatz super stiff guide wire was placed in the lesion. While advancing the 10.0x30x135cm express vascular ld stent system, resistance was noted at approximately 5-10cm. The device was removed and resistance was noted again at the entry site. Upon removal from the patient, it appeared the stent had moved on the balloon. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was reported as `stable'. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a biliary stenting procedure, the stent moved on the balloon. The target lesion was a stricture in the common bile duct. An amplatz super stiff guide wire was placed in the lesion. While advancing the 10.0x30x135cm express vascular ld stent system, resistance was noted at approximately 5-10cm. The device was removed and resistance was noted again at the entry site. Upon removal from the patient, it appeared the stent had moved on the balloon. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was reported as `stable'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device observed no damage to the shaft of the device. The balloon was folded and wrapped around the shaft. The stent was on the balloon, but had moved forward distally over the tip of the device. Visual examination of the stent noted some struts on the proximal end were lifted up. There was an impression of crimping on the proximal end of the balloon indicating the stent had being crimped in the correct location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device is indicated for use in the treatment of peripheral vascular lesions and it was used in the common bile duct. (B)(4).